Event description:
It was reported that a file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, though outcome of the event is unknown as of this report.